Event description:
During follow-up, non-sustained oversensing was observed due to post-paced t-wave oversensing. Technical support suggested reprogramming to resolve the issue. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing was observed due to post-paced t-wave oversensing. Technical support suggested reprogramming to resolve the issue. The programming will take place at the patients next follow-up. The patient was in stable condition and experienced no adverse health consequences.